Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 263 mg/dl and power error detected. The customer stated they change the reservoir and set and it is now alarming again. Troubleshoot was performed for power error detected. Customer reports pump has been exposed to temperatures below 41°f (5°c). The customer was advised to monitor the pump. The product was returned for analysis.